Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Functional tests were conducted and the reported issue was able to be duplicated. There was high alarm displayed: "air-in-line detected" during testing. The air detector was defective and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line alarm. There was no reported adverse event.